Event description:
Reportedly, the pt had a reaction during the first 7 minutes of his first tpe procedure. The pt experienced "not feeling well", itching without hives, hypotension, bradycardia, and confusion. He was treated medically with 400 ml normal saline containing 25 mg benadryl IV and oxygen via facemask. Pt was prescribed amiodarone for 1 month. The customer is not alleging a deficiency with the machine or disposables.

Manufacturer narrative:
(B)(4). A follow-up call was placed to the customer on (B)(4). A representative stated that an eto allergic reaction had been ruled out because the pt had undergone multiple hemodialysis procedures with no issues. The physician felt that the cause of the myocardial infarction was multi-faceted. The pt had been npo awaiting a renal biopsy post apheresis. He was likely dehydrated. He had a vasovagal reaction exhibited by bradycardia and hypotension which decreased his perfusion. He developed atrial fibrillation. The decreased blood volume and rbc volume from the tpe may have "tipped him over the edge". Tryponin levels were drawn and were consistent with cardiac damage. The customer is not alleging a deficiency with the machine or disposables. If further information is obtained, additional information will be provided to FDA.